Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported that the ventilator produced the "proximal pressure sensor autozero failed" diagnostic code. There was no patient involvement. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the gas delivery system and this resolved the reported problem.